Event description:
It was reported that the patient had originally been performing well after the initial surgery, then gradually over a period of 1 1/2 years, he lost his hearing sensation. At his last fitting, there were only 2 channels left working within normal impedances.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.